Event description:
It was reported that there was dehiscence at the implant site. The device was explanted and replaced. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.